Manufacturer narrative:
(B)(4). The customer reports the device has an op check failure; more specifically the device has pacer/pads ECG malfunction errors. The device was evaluated by the repair bench and confirmed. There was no reported pt involvement. The therapy pca was replaced to resolve the problem. We will consider this a malfunction of the therapy pca that caused the device to have a pacer equipment malfunction.

Event description:
The customer reports the device has an op check failure; more specifically the device has pacer/pads ECG malfunction errors.